Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes custom, which revealed two custom devices returned with neck eyelet flange torn. Testing was done with 11.2 lb instron machine with passed minimum requirement. It is believed a sharp object like tube holder caused incident. This is mentioned in the IFU, as some velcro and metal clips have sharps edges. Smiths medical recommends using the twill tape that is provided with the device to secure the neck flange.

Event description:
Investigation completed and summary.